Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 13 pro / 2.9.1 / ios_18.6.2.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer. The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.